Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) site. The patient underwent a revision procedure wherein the ipg was repositioned deeper. The patient was doing well post operatively. Nothing was explanted or added.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.